Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead observed a warning of high impedance in bipolar and in unipolar. Oversensing was also noted on atrial tachycardia (at)/ atrial fibrillation (af) events. The lead remains in use. No patient complications have been reported as a result of this event.